Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the doctor was inserting the lens into the eye but the plunger would not advance so it was decided to remove the lens and get a new one. The leading haptic did advance to the eye but no more could be twisted out. The lens was explanted during initial procedure. The procedure was completed on same day. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in e.1., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of difficulty advancing; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.